Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) did not deploy when it was being shuttled down and the advancer tube did not appear either time. Therefore, hemostasis was achieved by manual compression for over 30 min. There was no reported patient injury. The type of procedure was interventional. The deployer¿s mynx training status was trained. The patient has no relevant medical history. A 6f avanti sheath was used. The procedure used a retrograde approach. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site has no visible calcium/plaque. The vessel had normal tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The user shuttle down completely. There was a significant resistance when shuttling down. There was unusual force applied when retracting the sheath. The advancer tube was not visible. The patient did well after the mynx event. The device will not be return for evaluation because it was already discarded.

Manufacturer narrative:
As reported, during use of ab unknown mynxgrip vascular closure device (vcd), the device had significant resistance while shuttling down and it did not deploy. There was no reported patient injury. The type of procedure was interventional. The deployer¿s mynx training status was trained. The patient had no relevant medical history. A 6f avanti sheath was used. The procedure used a retrograde approach. The vessel type was arterial. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium or plaque. The vessel had normal tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The user shuttled down completely. There was unusual force applied when retracting the sheath. The advancer tube did not appear either time. The patient did well after the mynx event. Hemostasis was achieved by manual compression for over 30 minutes. The product was not returned for analysis. A product history record (phr) review of lot f1935103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿shuttle advancement issue¿ and ¿failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.